Event description:
It was reported by service report that the rail assemblies are not operating properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rail assembly. Customer will repair cot upon receipt of ordered parts.